Manufacturer narrative:
Additional suspect device: spectra wavewriter ipg kit, model number: sc-1160, serial number: (B)(4).

Event description:
It was reported that following a lead implant procedure the patient was successfully programmed post-operatively. A few hours later the patient experienced numbness in the left leg with paralysis. The physician reported that nothing happened during the lead implant procedure that may have caused or contributed to the event. The patient underwent an explant procedure during which the physician noted and treated an epidural hematoma. The patient was admitted to the hospital overnight with no further complications. The patient was doing well post-operatively and no longer experienced any weakness or numbness. The explanted ipg and paddle lead will be returned.

Event description:
It was reported that following a lead implant procedure the patient was successfully programmed post-operatively. A few hours later the patient experienced numbness in the left leg with paralysis. The physician reported that nothing happened during the lead implant procedure that may have caused or contributed to the event. The patient underwent an explant procedure during which the physician noted and treated an epidural hematoma. The patient was admitted to the hospital overnight with no further complications. The patient was doing well post-operatively and no longer experienced any weakness or numbness. The explanted ipg and paddle lead will be returned.

Manufacturer narrative:
The returned ipg and paddle lead were analyzed and no anomalies were found.